Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for high potassium level and high glucose level. It was stated that the customer currently is in the intensive care unit and will be disconnected from the insulin pump. No further info was provided at time of call.